Event description:
Report of device system due to "wound infection" received per the annual device tracking report. Follow up with hcp revealed the oneset/diagnosis of the infection was 01/2001. The symptom reported was drainage. The primary location of the infection was the device pocket. A culture was obtained but the results were "unknown". The patient was treated with IV and oral antibiotics and total device system explant. The infection has resolved.